Event description:
It was reported that during an implant procedure of a right ventricular leadless pacemaker (rvlp) that there was difficulty releasing the rvlp from the catheter. After some manipulation, the device was released and when electrical were rechecked, there was no capture. On fluoroscopy, the rvlp had dislodged and traveled to the lung. The rvlp was successfully retrieved and a new rvlp was successfully implanted. The patient was stable following the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.